Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose levels. The customer's blood glucose level at the time of incident was 100mg/dl. The customer's blood glucose level had been as high as 300mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer treated the lows with food. Troubleshoot was conducted. The customer states they would speak with healthcare provider regarding amount of insulin to take.